Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. On (B)(6) 017, the patient was at work and didn't feel right and the next thing he knew, he was in a booth being tended to by a co-worker. The patient's co-worker assisted the patient by sitting him down and giving him juice. Emergency medical technicians were not called, and the patient was not taken to the hospital. On (B)(6) 2017, the patient was lightheaded and tested his blood sugar and noticed that the values were inaccurate. The patient treated himself by drinking orange juice and stabilized. The patient stated that the did not test his blood sugar at the time of the first event but stated that both incidents were related to the inaccurate readings. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies could not be confirmed due to calibrations not being available for analysis.. A root cause could not be determined.